Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined based on the provided evidence. Lot information was not available therefore a review of the lot history records could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an in-office tula procedure, surgeon faced difficulty to find a size for an atypically small ear; surgeon attempted to use sizes 4, 3, 2 and 1 of earplugs in order to find a proper seal during the fill. Iontophoresis was completed successfully without alarms nor interruptions; however when the surgeon tested the tympanic membrane to determine if it was properly anesthetized utilizing the tds device, the patient complained of discomfort. The procedure was ultimately aborted and the patient rescheduled for the operating room.